Event description:
It was reported that the pump provided erratic therapy, "sometimes too much; sometimes too little" until it finally "froze up"; at refill all medication was found to be left in the pump. The pump was replaced. The pump was not returned for analysis and the healthcare professional didn't know if it had shaft wear. Additional information has been requested but it was not available at the time of this report.

Manufacturer narrative:
.